Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that freestyle libre 3 continuous glucose monitoring (cgm) plus showed no display and a ¿connect cgm or enter bg¿ alert. The agent guided the user through rescanning the sensor via the ilet and ilet mobile app. During troubleshooting, the user¿s blood glucose (bg) was 284 mg/dl, and the cgm later reconnected showing 258 mg/dl. The user later disconnected from the ilet to administer a manual insulin injection and was guided on how to properly suspend insulin delivery. The highest blood glucose (bg) recorded was 284 mg/dl. Bg was corrected by reconnecting to the cgm. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.